Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be tested due to device components not returned. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of a calcified common femoral artery was attempted using three proglide devices via a 7f sheath after a brachiocephalic stenting interventional procedure. Reportedly, cuff misses occurred with all 3 proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.